Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that there was an over infusion event with magnesium sulfate. Magnesium sulfate 1g/100ml was programmed at 0436 to run at the rate of 25ml/hr to infuse over four(4) hours. The nurse found the pump alarming for 'air in line' at 0515, and the bag and line had run dry with no leaking onto the floor. The pump shown 85.6ml left to be infused however it appeared that entire bag was dry. There was patient involvement, however the patient vitals were stable.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? And imdrf annex a, g, b, c codes.

Event description:
It was reported that there was an over infusion event with magnesium sulfate. Magnesium sulfate 1g/100ml was programmed at 0436 to run at the rate of 25ml/hr to infuse over four(4) hours. The nurse found the pump alarming for 'air in line' at 0515, and the bag and line had run dry with no leaking onto the floor. The pump shown 85.6ml left to be infused however it appeared that entire bag was dry. There was patient involvement, however the patient vitals were stable.

Manufacturer narrative:
Additional information : imdrf annex a, c, d, g codes.

Event description:
It was reported that there was an over infusion event with magnesium sulfate. Magnesium sulfate 1g/100ml was programmed at 0436 to run at the rate of 25ml/hr to infuse over four(4) hours. The nurse found the pump alarming for 'air in line' at 0515, and the bag and line had run dry with no leaking onto the floor. The pump shown 85.6ml left to be infused however it appeared that entire bag was dry. There was patient involvement, however the patient vitals were stable.